Event description:
Surgery performed consisting of a left foot bunionectomy with insertion of an on-q painbuster pain pump. Pt presented with an erythematous, swollen left foot for first postoperative visit three days post surgery. Second postoperative visit 3 days later showed ischemic distal incisional blister with seroma measuring approximately 2.5cm in diameter. It was presumed to be a localized allergic reaction to the steri-strip closure used for skin approximation and/or excessive use of ice postoperatively. Pt was put on antibiotics and a c & s was performed on the seroma. An enterococcus was isolated. Area went on to complete thickness necrosis with localized skin care being given. Pt will need further surgery with possible skin grafting.